Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2020 that the patient had a bacterial infection around the stoma which began the beginning of (B)(6) 2019 and cleared up with oral antibiotic cephalexin 500mg twice a day for five days. On (B)(6) 2020 it was reported the infection cleared up but over the past few days, the patient has had clear, slight yellowish drainage. There was no fever or inflammation.